Manufacturer narrative:
D10: 320-06-46 - glenosphere 46mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 322-10-10 - humeral adapter tray, +10 (B)(6), 322-46-03 - 145-deg pe 46mm hum liner +2.5 (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 77 yo male patient, who had a right rtsa, underwent a revision procedure, approximately 1 year 3 months post. Reason for the revision is unknown. There were no surgical delays or device breakages during the procedure, however, the baseplate removal tool cross threaded during back slapping and was unable to be removed. Additional case created. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is available for return. A device image was provided. No further information.